Event description:
It was reported that lead noise, inappropriate mode switching episodes, low, out of range, low voltage lead impedance issue and high, out of range, low voltage lead capture issue was observed on the ra lead. Physician attempted to explant the lead however was unsuccessful. Lead was capped on (B)(6) 2017 and a new lead was implanted. Procedure went well and patient was stable post procedure.